Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Helix, fully extended, measured .076 inches within specification. Primary analysis findings: no anomalies found.

Event description:
It was reported, during the implant procedure, lead sensing and threshold values were normal. However, impedance was repeatedly high (2500-3000 phms). The lead was repositioned twice with unfavorable impendance measurements. Consequently, this lead was explanted, and a same brand lead was implanted without incident. No patient complications have been reported as a result of this event.